Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not boot up. Programmer had to be turned on and off ten times which brought up the black medtronic screen. The programmer was returned for analysis and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event; the programmer would boot up correctly every time it was turned on. It was noted the programmer was opened and inspected and there was lots of dust inside the programmer. Analysis found the system fan was intermittently noisy, both keyboard hinges were broken, and the stylus tip was loose but functional. It was also noted the programmer came without a keyboard slide.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.